Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that during the procedure while using a bmw universal guide wire, it broke inside the patient's anatomy. A snare device was used to successfully remove the separated portion of the guide wire from the patient. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The core had separated at the distal end of the hypotube. There was core extending out the hypotube. There was a kink in the core 2 cm distal to the separation and 4 cm proximal to the separation at the proximal end of the hypotube. The tip was in a slight hook shape. There was no other damage noted to the guide wire. The tip of the guide wire was tugged on to confirm the core and shaping ribbon were intact. The guide wire was sent to scanning electron microscopy for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.